Event description:
Dealer called stating that the rear wheels on the 66550 rollator have allegedly split. Replacement wheels on warranty order #(B)(4). No injury. The malfunction has not been confirmed.